Event description:
A malfunction was reported involving the customer's pump, displaying a malfunction code, which was not resettable. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.